Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to loosening.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical records and health care professionals. The evaluation of CT scans by our medical affairs could not confirm the device pegs was broken. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that both tibial and talar components looks intact with no cyst and radiolucency visible. Pe looks intact with tibial tray and talar dome. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, implant overhang posteriorly was observed in CT scans. There is possibly medial gutter impingement. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components due to loosening.